Event description:
The customer reported that the system would not perform fluoroscopy. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was evaluated and replaced, and the high voltage cable was repaired. The system was tested and found to be working as intended and returned to service.